Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the leur of a bd vacutainer® blood transfer device was defective causing leakage. The user was exposed to a patient¿s blood, including in/on mouth and eyes. It was reported that the user received post exposure lab work, as well as a visit to occupational health for medical advice/intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated it was observed that the red hub on a used blood transfer device was bent and not fully seated in the holder. However, without receipt of the sample, further investigation was limited. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a bent hub with the incident lot was observed, although it is unclear from the photo if the hub was bent prior to or following connection with the syringe. Additionally, evaluation & testing of the retain samples was conducted and no issues were observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.